Manufacturer narrative:
Externalized conductors due to internal insulation abrasion between the shock coils were found at 11.5 - 14.7cm from the distal tip. The etfe coating of rv cables were visible and abraded at this location due to an external source. Internal insulation abrasions underneath the svc shock coils were found at 23.8 - 24.1cm and 22.4 - 23.3cm from the distal tip. The rv coil was visible through lumen between 22cm to 23.5cm from distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the system was explanted due to erosion.